Event description:
It was reported that during equipment testing by the customer at the user facility, the hudson modified trinkle drill, leaked oil. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the hudson modified trinkle drill, leaked oil. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
It was confirmed by an engineering technician through visual inspection, the device had a small amount of grease near the rear bearing. Additional substances were found internally upon disassembly. No component failures were identified. The device was scrapped by the manufacturer.